Manufacturer narrative:
Product ID:(B)(4) product type: balloon catheter product ID: (B)(4) product type: electrical umbilical cable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the pressure inside the balloon decreased and a system notice was received indicating that the balloon was deflated. Troubleshooting attempts were made, but the issue persisted. The coaxial umbilical cable was replaced without resolution. The electrical umbilical cable, balloon catheter, and mapping catheter were replaced which resolved the issue. It was also noted that the mapping catheter was kinked and filthy prior to replacement. The case was completed with cryo. No patient complications have been reported as a result of this event.